Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during a lap procedure. Though the device was able to fire, it gave an incomplete and poor stitch formation at the central part. The surgeon claimed to have "burst nail". The surgeon hand sewn the line. The patient is without injury.